Manufacturer narrative:
The device was returned to resmed and review of the device data logs confirmed the complaint. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf188) related to the safety assert signal test. There was no patient harm or serious injury as a result of this incident.